Event description:
Three buttons failed to respond shortly after power failure (from electrical storm). This malfunction made it impossible to silence alarms, change the low volume alarm setting and change wave forms. Two other ventilators were use at the time and neither suffered any ill effects after the power failure. This is the same ventilator which failed during power failure test on 8/28/95. After the 8/28/95 failure, the cpu board was replaced and written notice received from co that machine was ok to use. This was the first time this machine was used since it had been serviced; it had been used only 6 hours prior to malfunction. The ventilator was pulled out of service, tested and repaired with hospital shared services in observance. It remains out of service. Two pts developed pulmonary edema following orthopedic procedures. Both pts were in same or, had same anesthesiologist and surgeon. Equipment used was the same for both pts. Testing to date on equipment has not revealed any product problem.